Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: unfortunately, all affected stitches have been disposed of by the hospital. Therefore nothing comes back. The number of threads mentioned was 12 each.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle broke from suture under normal conditions. There were no adverse patient consequences reported. All affected stitches have been disposed of by the hospital. No further information is available.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: lot #?: na. What do you mean by "needle broke from suture several times": it was stated that it detached from the suture. Did the reported issue occur during use on patient?: it was stated yes. Was the procedure completed successfully without any patient consequences?: it was stated yes. Please confirm the specific number of patient events: unknown, it was stated that the same suture code with the same lot detached intraoperatively. It happened a few times with 12 involved sutures. Only one report was given by the customer. The responsible person was not available, but it was stated that the product is ready to pick up. On pick up date, the product was gone, stated that it has been discharged by someone. Have any of these events been previously reported to ethicon?: no. Please provide additional complaint details: unknown. Was there any adverse patient outcome?: no.